Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during a routine follow up, this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. After several attempts, an end of life (eol) message was displayed. Consequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.